Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child visited the clinic on (B)(6) 2022 and reported that her hearing with the device has decreased. The device has not been in use for the past two years due to issues with the external components.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation at the explanted device is necessary. No information on possible further steps has been received.

Event description:
The child visited the clinic on (B)(6) 2022 and reported that her hearing with the device has decreased. The device has not been in use for the past two years due to issues with the external components. No information on possible further steps has been received.

Event description:
The child visited the clinic on (B)(6) 2022 and reported that her hearing performance with the device has decreased. The device had not been in use for the past two years due to issues with the external components. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation at the explanted device is necessary. The explanted device has not been received for investigation yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Additionally wire breakages due to excessive mechanical stress were observed. This is a final report.

Event description:
The child visited the clinic on (B)(6) 2022 and reported that her hearing performance with the device has decreased. The device had not been in use for the past two years due to issues with the external components. The user has been re-implanted.